Event description:
It was reported that approximately 18 months post implantation of a promus stent in the right coronary artery, the patient experienced a serious adverse event. The serious adverse event and the treatment were not provided. Following this event, the subject expired. Cause of death is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death provided as (B)(6) 2012, and estimated as (B)(6) 2012. Date of event provided as (B)(6) 2012, and estimated as (B)(6) /2012. There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the promus everolimus eluting coronary stent system, (B)(4), instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.